Event description:
It was reported that a 19mm trifecta valve was implanted in 2018. On an unknown date the patient presented with high gradient. It was noted that the patient requires a replacement surgery due to the calcification of the leaflets on the trifecta valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of calcification and explant of a trifecta gt valve implanted in 2018 was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. No additional information was provided from the field for review. The cause of the reported event could not be conclusively determined.